Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was seen when measuring this left ventricular (lv) lead with a pacing system analyzer (psa) during the implant, thus lead fault was alleged. The cables of the psa were replaced, but this did not improve the noted noise. A lead fracture was suspected. A new lead was used with no issues. The lead will not be returned as the lead was disposed due to infectious disease. No adverse patient effects were reported.